Event description:
Medtronic received information that this transcatheter bioprosthetic aortic valve was deployed too high in the native annulus. An un successful attempt was made to retrieve the valve into the delivery catheter system capsule, and the valve was deployed in the descending aorta. A second valve of the same model and size was successfully implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve/positioning difficulties include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and the compliance of the aorta and native vessels. Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique. A conclusive cause of the dislodgement/positioning difficulties could not be determined from the limited information available.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.